Event description:
It was reported that the patient remained incontinent while using the artificial urinary sphincter (aus) as it was not possible to active the device due to pump issues. A replacement surgery was performed and the patient is recovering.